Event description:
It was reported that intermittent loss of capture and high capture threshold were observed. The lead was explanted and replaced. Patient condition was stable after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.